Manufacturer narrative:
Product event summary: analysis found the programmer displayed an error code due to the mpu (main processor unit) printed circuit board assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the top of the stylus touched the screen, it had no reaction. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: additional analysis was able to confirm the stylus was out of calibration. The printed circuit board (pcb) connections were reseated and the stylus was recalibrated. Analysis also noted that the power cord bay door was damaged. The power cord bay was replaced. The hard drive was reimaged and the software was reloaded. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.